Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, approximately 11 months post transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, central regurgitation was noted and a valve in valve was performed. The 2nd valve was implanted successfully, however, the balloon ruptured during full inflation. Withdrawal difficulties were noted, and the balloon was stuck in the right femoral artery and the sheath was split. The device was able to be removed from the left femoral artery with no patient injury. The perceived cause was due to the added volume (+4cc) and the constraint from the existing sapien 3 valve. The patient is stable post procedure.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for esheath introducer set, IFU for commander delivery system, device preparation and procedural manual. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip split was unable to be confirmed. As the device was not returned no manufacturing non-conformances were able to be identified during. Per report, ''the balloon ruptured during full inflation. Withdrawal difficulties were noted and the balloon was stuck in the right femoral artery and the sheath was split''. It is likely that the burst balloon's altered profile became stuck on the tip of the sheath during withdrawal of the delivery system. If excessive force was applied to overcome the withdrawal difficulties, the additional force could have also contributed to the alleged sheath distal tip damage. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive force) may have contributed to the reported event. However, a definite root cause could not be determined at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation and corrective/preventative actions (CAPA) are not required.